Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with broken belt clip slot. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 245 mg/dl. Troubleshooting was done. The customer stated that the alarm occurred right after moisture exposure. The customer stated that it was raining while he was running. Advised the insulin pump needed to be replaced. Advised the customer to revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.